Manufacturer narrative:
Reporter phone number: (B)(6). Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2022-14414, 3006705815-2022-14682. It was reported the patient experienced ineffective stimulation. X-rays were taken and show possible fracture points on both leads. Surgical intervention took place wherein the system was explanted and replaced with a competitor.

Manufacturer narrative:
The reported event of fractured leads was confirmed. As received, the lead was cut but complete. The lead was returned cut as a result of the explant procedure. Microscopic inspection of the lead revealed all wires were broken 27.5cm distal to the stimulation end. The broken wires are consistent with an overstress condition the lead was subjected to while in vivo.